Manufacturer narrative:
The reported events of signal artifact/noise and failure to sense could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported during implant procedure that the insertable cardiac monitor exhibited noise and a failure to sense. The device was successfully exchanged. There were no patient consequences.